Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer's cursor moved independently after the software update. No autonomous movement was observed, several tests found that the finger touch was working correctly. An electromagnetic interference repair was performed as a preventative measure. It was determined at analysis that the cord bay and left keyboard hinge were broken. The cooling fan was noisy, and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board. The left and right upper and lower bullets were missing. The paper tray was nearly empty, the electrocardiogram (ECG) connector support plate and handle required a hardware update. Errors were found in the software history; the software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the programmer was returned for evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor moved independently after the software update. There was no patient involvement.